Event description:
A baxter service technician reported finding a colleague infusion pump with an inoperable select key on the channel b pumphead module. There was no patient injury or medical interventional necessary. The user interface module master software is unremediated version 5.03.00.

Manufacturer narrative:
Evaluation summary: during service by baxter, the technician found that the pump contained an inoperable select key on the channel b pumphead module. The channel b pumphead module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated.